Event description:
While performing routine tests on the defibrillator, the customer fired the unit with the paddles in the wells. Sparks were observed, and the user received a minor burn. A examination of the unit revealed significant amounts of conductive gel on the paddle housings, the paddle cables, and the device case. Metal parts of the case were corroded in a way that suggests prolonged exposure to the gel. The user's manual specifically cautions that this condition is hazardous. The device was completely tested, and found to be functioning normally. The event is not occurring more frequently or with greater severity than is usual for the device.